Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the implant impinging on the neuroforamen is the patient's fall.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient later complained of radicular pain after a fall. The surgeon determined that the most superior positioned implant was impinging on the neuroforamen and that there might be a micro-fracture in the ilium. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the implant. The patient is doing well following the revision procedure.